Manufacturer narrative:
The user reported a low glucose event on feb 06, 2025, 12:00 am cst where user's sg was 41 mg/dl and bg was 156 mg/dl at 12:57 am. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 12:00 am cst user's sg was 41 mg/dl, and bg at 12:57 am was 156 mg/dl. A review of the alert history revealed that the user received a low glucose alert at 12:55 am est as user's sg value was below the threshold of 65 mg/dl. The user did not seek medical treatment and resolved the event by themselves. The user's hcp was not aware of the event and was advised to follow up with their hcp for medical guidance. A case (MFR# 3009862700-2025-00533) was created to address the sensor's inaccuracies related issues at the time of the event. Escalation analysis determined that the system was still stabilizing after insertion on (B)(6) 2025. The user also reported "leaking" blood and fluid after insertion, it was addressed in case (MFR# 3009862700-2025-00432).it is likely that the inaccuracies were due to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the implant procedure. The bg value did not indicate a low glucose and user didn't need to take any actions. No further resolution was found necessary for this complaint. B4. Date of this report 04 april 2025. G3. Date received by the manufacturer? 04 april 2025. H6. Health effect - clinical code updated to 4582. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event on (B)(6) 2025 at 12:00 am where user's sg was 41 mg/dl and bg was of 156 mg/dl.after dms review, we have confirmed that the user received a low glucose alert at 11:30 pm when the sg was at 64 mg/dl.the user didn't seek for medical treatment. And resolved the event by himself as they were not low. The user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.